Event description:
It was reported to medtronic minimed that the customer noticed a significant discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer blood glucose was 16.4 mmol/l. The customer was treated with rapid insulin. The event involved product(s) mmt-1885. Troubleshooting was performed for hyperglycemia. Customer was using the auto mode/smartguard feature at the time of the event. Also, customer has been using the insulin pump system within 48hours of reported event. Troubleshooting was performed for difference in readings and the customer reported a sensor glucose value were 3.2 mmol/l at the time of incident and found the difference between sensor glucose and blood glucose values which was not within range. No further patient complications were reported. Mmt-1885 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.